Event description:
Technician alleged the bed had no power.

Manufacturer narrative:
Technician found issue with power control board, no other info is available on the repair of this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.